Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented at the hospital for transcatheter aortic valve replacement (tavr) procedure on (B)(6) 2019, the device needed to be turned off. During the procedure, the lv lead became dislodged. The physician did not express any concerns with the lead and stated it was due to patient anatomy. When the patient presented on (B)(6) 2019, lead tests were run and loss of capture was observed on the lv lead. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Additional information: a partial lead with the distal tip measuring 71.1 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.